Event description:
The customer reported that the system displayed an error code, low ma. No pt injury was reported.

Manufacturer narrative:
The ge service rep retrieved the error logs and checked c-arm power supply. He performed a battery load test, and cleaned the cathode cable ends. The rep checked the null point for ovdc, correct. The rep retested the unit and did not duplicate intermittent ma errors.